Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2012 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to a st. Jude spinal cord lead. The information received stated that the patient's st. Jude lead was explanted due to high impedances and ineffective therapy. The explant occurred at sinai hospital of baltimore on (B)(6) 2012. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).